Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter states that the right rail on the bed is broken. Reporter states the rail locks, but if it is hit right it will fall down. The patient fell out of the bed and hit the top of his head and has a bruise. Patient was taken to the hospital. Reporter states the patient is paralyzed on his right side so he couldn't stop himself from falling. Reporter thinks the patient had a cat scan. Reporter states tests were run and the patient was released. Reporter states the patient has a bruise. Reporter stated she is unsure how much information to provide due to hipaa law. Reporter states the patient has bleeding on the brain. The top part of body fell through the rail. Reporter stated he is a adr type a, so they sent the patient home. Reporter states the hospital said the bleeding was about a quarter size and it didn't grow so they released the patient.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Bed end/rail, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the first rail was in good condition with a few minor scratches. The plunger knobs were in good condition, and were able to pull and retract. The second rail was in good condition. The plunger knobs were in good condition, and were able to pull and retract. The rails were able to be assembled, and the plunger knobs were able to lock the slotted barrels of the cross braces. It was observed that the slotted barrels on the right side were loose such that when the right rail was pushed, the rail would unlock. It was observed that there was deformation to the right slotted barrels. Conclusions- utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the standard spring loaded bedrail of having two bent slotted barrels on the right side causing the right rail to unlock when the rail was pushed. The deformation of the slotted barrels was consistent with pulling the right rail as an assist device while entering and exiting the bed. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Bed end/rail, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the first rail was in good condition with a few minor scratches. The plunger knobs were in good condition, and were able to pull and retract. The second rail was in good condition. The plunger knobs were in good condition, and were able to pull and retract. The rails were able to be assembled, and the plunger knobs were able to lock the slotted barrels of the cross braces. It was observed that the slotted barrels on the right side were loose such that when the right rail was pushed, the rail would unlock. It was observed that there was deformation to the right slotted barrels. Conclusions- utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the standard spring loaded bedrail of having two bent slotted barrels on the right side causing the right rail to unlock when the rail was pushed. The deformation of the slotted barrels was consistent with pulling the right rail as an assist device while entering and exiting the bed. Reporter states that the right rail on the bed is broken. Reporter states the rail locks, but if it is hit right it will fall down. The patient fell out of the bed and hit the top of his head and has a bruise. Patient was taken to the hospital. Reporter states the patient is paralyzed on his right side so he couldn't stop himself from falling. Reporter thinks the patient had a cat scan. Reporter states tests were run and the patient was released. Reporter states the patient has a bruise. Reporter stated she is unsure how much information to provide due to hipaa law. Reporter states the patient has bleeding on the brain. The top part of body fell through the rail. Reporter stated he is a adr type a, so they sent the patient home. Reporter states the hospital said the bleeding was about a quarter size and it didn't grow so they released the patient.